Event description:
A customer contacted haemonetics on (B)(6) 2012 to report that the orthopat machine would not turn on. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report that the orthopat machine would not turn on. No donor or operator injury was reported. Upon evaluation of the device the reported problem could not be verified. The outer skin and top deck were removed and fluid intrusion was discovered. Several components were replaced due to fluid ingress including the wall vacuum, power supply, top deck distribution board, compressor, centrifuge and internal drain tube. (B)(4).